Event description:
It was reported that a balloon rupture occurred. The 80% stenosed, 32mm x 3.5mm target lesion was located in the mildly calcified left anterior descending artery. A 06/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon burst. The device was removed from the patient's body without any intervention and the procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure.